Event description:
Smith and nephew rec'd notification that a biorci interference screw broke during a surgical procedure. Limited info was rec'd in the event report and requests for add'l info have been made.